Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #:11171447 batch#: unknown. It was reported by customer that they noticed small drops of liquid on top of pump. Upon instigation nurse noted nivolumab infusion was leaking (slowly) from around the secondary to primary line y port connection, reinforcement of connection didn¿t stop leak. Nurse though the texium one end of secondary line could be the culprit so tried with a new secondary line. Slow leak continued from y port even with new secondary line. New primary line was obtained. Infusion completed without further incident using a new primary line along with the 2nd secondary line (no issue with 2nd secondary line along with new primary line). Primary line (bd alarid 11171447) will be sent for investigation of y secondary port (above pump filament.

Event description:
Material #:11171447, batch#:unknown. It was reported by customer that they noticed small drops of liquid on top of pump. Upon instigation nurse noted nivolumab infusion was leaking (slowly) from around the secondary to primary line y port connection, reinforcement of connection didn¿t stop leak. Nurse though the texium one end of secondary line could be the culprit so tried with a new secondary line. Slow leak continued from y port even with new secondary line. New primary line was obtained. Infusion completed without further incident using a new primary line along with the 2nd secondary line (no issue with 2nd secondary line along with new primary line). Primary line (bd alarid 11171447) will be sent for investigation of y secondary port (above pump filament. Verbatim: rcc received a complaint via email. Email(s) attached. Nurse noticed small drops of liquid on top of pump. Upon instigation nurse noted nivolumab infusion was leaking (slowly) from around the secondary to primary line y port connection, reinforcement of connection didn¿t stop leak. Nurse though the texium one end of secondary line could be the culprit so tried with a new secondary line. Slow leak continued from y port even with new secondary line. New primary line was obtained. Infusion completed without further incident using a new primary line along with the 2nd secondary line (no issue with 2nd secondary line along with new primary line). Primary line (bd alarid 11171447) will be sent for investigation of y secondary port (above pump filament.

Manufacturer narrative:
It was reported by customer that they noticed small drops of liquid on top of pump. Upon instigation nurse noted nivolumab infusion was leaking (slowly) from around the secondary to primary line y port connection, reinforcement of connection didn¿t stop leak. One sample of infusion set 11171447 was submitted for quality evaluation. Visual inspection was conducted and there were no damages or abnormalities identified. The infusion set was primed and connected to a sample secondary infusion set. A simulated infusion was conducted at a flow rate of 125 ml/hr for 1 hour. There were no leaks identified at the y-site connection between the secondary and primary infusion sets. No root cause was determined because the failure was not replicated. A device history record review could not be performed because the lot number is unknown.